Event description:
The customer reported that the companion 2 driver did not recognize wall air while supporting a pt. The customer attempted to use different airhoses and a pressure regulator without resolving the issue. The pt was subsequently switched to the backup companion 2 driver. There was no reported adverse pt impact. This alleged failure mode poses a low risk to the pt because it would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.